Manufacturer narrative:
On 19-apr-2016 product investigation results: reporter returned an unspecified number of toothbrush heads on 31-mar-2016. The result of the analysis done with the consumer return showed that wear led to the complained issue.

Event description:
Bottom of the brushhead has came away [device breakage], no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the bottom of the oral-b dual clean brushhead had come away while used with an oral-b rechargeable toothbrush, version unknown. She noted that she had been using the brushhead for a few months and it had never been dropped. This was not the first time that she had used these brushheads. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bottom of the brushhead has came away [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the bottom of the oral-b dual clean brushhead had come away while used with an oral-b rechargeable toothbrush, version unknown. She noted that she had been using the brushhead for a few months and it had never been dropped. This was not the first time that she had used these brushheads. No symptoms developed.